Manufacturer narrative:
B4:20sep2021. The customer evaluated the device with assistance from a philips remote service engineer (rse). The rse instructed the caller to check the event log for the diagnostic code and also make sure the pins from the solenoids are mated correctly to the data acquisition printed circuit board assembly (da pcba). A philips field service engineer (fse) was dispatched to the customer site, and the 110b-proximal sensor autozero alarm error code was observed. Following the evaluation of the device, the fse replaced the da pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. A supplemental report will be submitted when the component is received and evaluated.

Manufacturer narrative:
Date of report: 23jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had an intermittent proximal sensor autozero alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse instructed the caller to check the event log for the diagnostic code and make sure the pins from the solenoids are mated correctly to the da pcba. Other information is pending.